Event description:
A philips application specialist received feedback from a doctor of a (B)(6) hosp who remarked that during a tee procedure in which the transducer was active for 2 hours for 3d imaging, some heating injury or the esophagus was noticed in a pt. It was stated that the sonographer then realized the need to switch off the transducer frequently to prevent injury. This feedback was initiated as a result of a verbal comment received by the doctor during a philips andover site visit. Device details and specifics related to the procedure and devices involved were not provided and could not be obtained. During an internal audit, it was concluded that philips' investigation did not adequately determine whether a serious injury had occurred. Based upon the inability to definitively verify the stated event and whether a serious injury occurred, a more conservative approach is being taken resulting in the submittal of an MDR.

Manufacturer narrative:
(B)(4). A visiting physician to philips stated to a philips clinical applications specialist that during tee procedure in (B)(6) 2014, an x7 2t transducer may have caused some heating injury of the esophagus of a pt. It was stated that the sonographer realized the need to switch off the transducer frequently to avoid injury. Multiple unsuccessful attempts were made to philips personnel to confirm and gather add'l data related to this event. The devices involved in this case remain unk and no add'l info could be obtained.